Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the database issue. A technical support specialist (tss) had dialed into the station and noted that the database (db) was bloated at 11gb. Tss done a server purge was checked using the knowledge article controlling the purge in es 1.5.x 1.11.x purge recovery purge queue growing faster than deletion or purge failure for an extended period of time, and it was verified that there was no purge issue on the server. The station had been set to full recovery mode and was changed to simple. The fse validated that the station had no retry errors and proceeded with a full sync following the knowledge article proper datasync procedure & how to place new db in es station without dropping the database. The full synchronization was pending and later completed, reducing the database size to 2.9gb. The fse emailed the customer for validation, and the customer confirmed and agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had issues when the user tried to pull medications or when the user attempted to check the synchronized status. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.